Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va005rq, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that her leads were broken and her implantable neurostimulator (ins) was about to deplete. There were reportedly 4 breaks in the lead found during a device check on (B)(6) 2015. The patient fell in 2014 and 2015 and these falls could be related to the issue. The patient's interstitial cystitis symptoms returned after the first fall and gradually worsened. Onset of symptoms was reportedly sudden. No interventions or outcomes were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information from the manufacturers' representative reported that they were not made aware of the fall or depleting battery life. The patient was seen by the physician who noted that the patient had a few impedances related to the number three electrode and the battery life was less than two years which was normal. The patient was reprogrammed and scheduled for follow up in 6 months. The results of the diagnostics performed were unknown. The causes of the issues were not determined.